Event description:
The customer reported that the pencil sparked and a drape caught on fire. No injury occurred. It is unknown if the pencil was laying on the drape.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Evaluation of the incident device found the tip was charred. Testing found the device to function properly. The instructions for use state that tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode free of debris. Wipe often with moist gauze or other material. Always place the active electrode in a clean, dry insulated safety holster when not in use.